Event description:
The customer called for assistance programming new basal rates into the insulin pump. The customer's blood glucose reading was 379 mg/dl at the time of the report. The customer's doctor had changed the concentration of his insulin, and the customer was not sure what the new basal rates should be. The customer was advised to consult with his doctor to get the new settings. The customer stated that he was going to the hospital to treat his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.